Event description:
The user reports that the ventilator was alarming o2 supply failed. User stated that the patient expired. Contact being asked to supply additional information.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be air inlet mixer valve not opening properly or air supply pressure and flow insufficient. In consequence the correction was made to replace the g5 vu mother board (p/n msp159304). The unit passed all tests and was then operational. There was no patient or user harm. Date: on (B)(6) 2023, name: (B)(6). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it was not confirmed that the device failed to meet its specifications during ventilation. The devices demonstrated all alarms as per intended use. The probable root cause was determined to be "probably the supply port from the hospital could not provide sufficient oxygen flow." "The ventilator was changed to another oxygen supply port and the alarm deactivated." No malfunction in the ventilator was found. It is indicated that the patient died but there is no information to conduct of the causality between the death and the device. The time of the death was not indicated and does not allow to raise a more detailed conclusion. There was no harm to the user or 3rd party. It was observed that the device was warning in a repetitive manner and the potential issue with the oxygen supply port from the hospital was potentially not addressed as needed but due to the gap of information on the time of the patient's death, this cannot be confirmed.

Event description:
The user reports that the ventilator was alarming o2 supply failed. User stated that the patient expired.